Manufacturer narrative:
The rapid infuser, fms 2000 involved in the incident was returned to belmont for investigation and was tested according to our standard operating procedures. We were unable to detect any issues with the device; the unit performed according to our specifications upon receipt. The disposable set involved in the incident was not returned, nor was a lot number available. The user facility did not elaborate on the "problem" experienced with the device. Without additional information, it is difficult to determine what occurred in this case. The rapid infuser did not directly contribute to patient harm. The manufacturing records for this serial number were reviewed and no anomalies were identified; the unit had not been returned to belmont for service or preventive maintenance since 2010. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
The rapid infuser has been returned to belmont for investigation. Due to the holidays and year-end inventory, the investigation is not yet complete. The manufacturing records for this serial number were reviewed and nothing notable was observed; the unit had not been returned to belmont for evaluation since 2010. We have contacted the user facility to obtain additional information about the incident, as the "problem" experienced with the rapid infuser was not specified. However, it is evident by the report that the rapid infuser did not directly contribute to patient harm. Without additional information, it is difficult to determine what occurred in this case at this time. Upon completion of the investigation, a follow-up report will be submitted accordingly.

Event description:
The hospital biomed reported that the overnight staff experienced a "problem" while using the rapid infuser on a patient. By the time they were able to retrieve another belmont, the patient had "bled out". The staff did not provide the biomed with any further details, other than there may have been an "occlusion". No other details were available. The biomed suggested that a tubing clamp may have been missed, but requested that the unit be evaluated.